Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, during the implant procedure, the catheter did not slit properly and came apart. It damaged the lead. The lead were not implanted. No patient complications have been reported as a result of this event.